Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support provided off-label insulin messaging.